Event description:
It was reported that during an unk procedure, that the device didn't work. Another like device was used to perform the procedure. No pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was returned with the nose cone cracked. It was tested on a generator and was found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for the device to not work properly.